Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) performed a routine system check which failed to meet specifications due to washed portion results. The fse discovered that the aspirate probe tubing was causing erratic aspiration. The fse replaced the faulty aspirate probe tubing. The fse also evaluated the ultrasonic voltage and discovered that it was out of specification. The fse replaced and aligned the ultrasonic transducer. After completion of the necessary repairs the fse performed a routine system check which generated results within instrument specifications. The instrument was subsequently returned back into operation. The definitive root cause of this event was hardware related.

Event description:
The customer reported that on (B)(6) 2011 higher than expected cardiac troponin (accutni) results, either above the acute myocardial infarction (ami) cut-off or within the risk stratification range, were generated on an unicel dxc 600i synchron access clinical system for multiple patients. Initial erroneous accutni results were reported outside of the laboratory where they were questioned by emergency room staff. In response, laboratory staff performed accutni and creatine kinase-mb isoenzyme (ck-mb) instrument quality control assessments, which failed to meet specifications. Previously generated patient accutni results were repeated. It was at this time that the initial accutni results were discovered. Although erroneous accutni results were reported from the laboratory, there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied data indicated the generation of six initial erroneously elevated accutni results. Subsequent testing on an alternate instrument produced lower results within the normal reference range for five of the patients and one result above the ami cut-off but outside of the assay's stated precision claims for the sixth patient. There were no ckmb patient results questioned as erroneous or which required amended reports. A preventive maintenance activity was performed immediately prior to this event. Assay quality control results were recovering within customer specifications prior to the event. Beckman coulter inc. Assessment of customer supplied data indicated that a routine system check performed prior to the event met instrument specifications. No specific patient information was provided by the customer.